Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported the symptom of chest pain while an align product was being used.

Event description:
The patient reported symptoms of tingling face and hands, severe chest pain, pain of the arms and legs, high blood pressure, and high heart rate. The patient reported visiting the emergency room, and had tests performed (unspecified tests, results were negative), due to the reported symptoms. It is unknown if the patient took or was prescribed any medication to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2019 and the patient is currently asymptomatic.